Event description:
The customer reported the system gives an error on the workstation monitor and has to be rebooted to complete cases. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.